Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. External abrasions breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart were noted at 5.9cm to 6.7cm and 15.4cm to 16.0cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.